Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that his infusion set was not sticking while the customer was working outside. The customer stated he was not using soaps or lotions on the insertion site. Adhesive spray was was recommended. Nothing further was reported.